Manufacturer narrative:
(B)(4). On an unreported date, the patient died due to an unknown cause. It was not reported if the peritonitis event had resolved prior to death. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. It was not reported if the peritonitis resolved prior to death. Additional information was requested but is not available.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with injections of 1g fortum and 1g reflin (route, and frequency not reported). The cause of the peritonitis was unknown. At the time of this report the patient was recovering from this event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.